Event description:
Patient reported having experienced raynaud¿s phenomenon against right side. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on 21/aug/2014. Device evaluation: based on the device analysis grid, the assessments of the complaint are: raynaud¿s phenomenon: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Crease fold observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Adverse event problem: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "raynauds phenomenon" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynauds phenomenon.

Event description:
Patient reported having experienced raynaud¿s phenomenon against right side. Device has been explanted and replaced.